Manufacturer narrative:
On (B)(6) 2019 haemonetics received a report of thermal decomposition found upon evaluation in a pcs2 device that was returned to alpha source for contract repair. Alpha source reported that they received the device on (B)(6) 2019, prior to decontaminating the pcs2 they removed the back panel to perform a visual inspection of the machine and observed burn marks on the motor control pcb. Alpha source photographed the damage and notified haemonetics with the photographic evidence. Alpha source will replace damaged components and perform preventative maintenance activities to ensure the pcs2 is calibrated and meets manufacturer specifications prior to being returned to service. Evaluations performed by alpha source determined that the root cause of the thermal decomposition issue was due to a misplaced pneumatic tubing. The tubing appeared to be pinched between the back panel and the motor control board, a short was created and caused the motor control board to overheat and melt the tubing and components on the board. There was no donor or patient involvement reported to haemonetics at this time. The evidence of the thermal decomposition was found upon visual inspection of the device at the repair facility. A failure of the motor control pcb or pneumatics system will prevent the device from passing the power on self test (post) protocol. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. The device will not be able to initiate any collection procedures involving a donor or patient until the device has been repaired, calibrated and the post protocol successfully passes all tests. There were no injuries reported as a result of this incident, however haemonetics has previously submitted reports of thermal decomposition observed within a device, as a result this incident is deemed reportable.

Event description:
On (B)(6) 2019 haemonetics received a report of thermal decomposition found upon evaluation in a pcs2 device that was returned to alpha source for contract repair. Alpha source reported that they received the device on (B)(6) 2019, prior to decontaminating the pcs2 they removed the back panel to perform a visual inspection of the machine and observed burn marks on the motor control pcb. Alpha source photographed the damage and notified haemonetics with the photographic evidence. Alpha source will replace damaged components and perform preventative maintenance activities to ensure the pcs2 is calibrated and meets manufacturer specifications prior to being returned to service. Evaluations performed by alpha source determined that the root cause of the thermal decomposition issue was due to a misplaced pneumatic tubing. The tubing appeared to be pinched between the back panel and the motor control board, a short was created and caused the motor control board to overheat and melt the tubing and components on the board. There was no donor or patient involvement reported to haemonetics at this time. The evidence of the thermal decomposition was found upon visual inspection of the device at the repair facility. A failure of the motor control pcb or pneumatics system will prevent the device from passing the power on self test (post) protocol. The device will detect any hardware failures and will not pass the post until the device has been repaired, preventing risk of injury to the donor as a result of a hardware failure. The device will not be able to initiate any collection procedures involving a donor or patient until the device has been repaired, calibrated and the post protocol successfully passes all tests.